Manufacturer narrative:
The device was returned to the manufacturer for eval. The device was found to be within calibration and the motor rpms were within the specification limits. As part of preventative maintenance, the following parts were replaced; head, bearings, motor, poppet assembly, reciprocating arm. Swivel, "o" ring, and seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 2003. A review of service records indicate that the device has not been returned to the manufacturer for manual repair or preventative maintenance since purchased. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that the air dermatome was jumping on the skin; however, the surgeon was able to harvest the graft. There was no report of injury or adverse pt consequences associated with this incident.